Event description:
Customer reported unexpected negative reactivity with cell 1 of panocell 10 lot 03470, used as a positive control for fyb antigen.

Manufacturer narrative:
The presence of the fyb antigent was confirmed on retention cell # 1 panocell-10, lot 03470. The customer did not return product for investigation.